Manufacturer narrative:
There is no allegation of product malfunction or defect. The products have been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced blood glucose of 484 mg/dl with moderate urinary ketones. She denied symptoms of hyperglycemia and was treated by a family member with a manual injection of insulin via syringe. The family member reported that her blood glucose resolved to 280 mg/dl shortly later. The family member reported that the (B)(6) pt changed the infusion set and cartridge on her own. The pt said that she used cold insulin directly from the refrigerator to fill the cartridge. The family member identified an air bubble that occupied a large portion of the tubing. She reported that her luer lock was not finger tight and the cartridge cap was loose. The family member noted that insulin squirted out from the point where the tubing connects to the cartridge. She stated that she believed that the loose connection was the source of air entry that affected the delivery of insulin. The family member removed the infusion set and reported that the cannula was straight and that there were no site issues. She denied any defects in the products. She said that she changed cartridge and infusion set and stated that all components are intact and secure.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The data from the time of the reported event was not available for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The reporter noted that the tubing and cartridge connections were not secure due to use error, and it was determined that is what caused the reported bg excursion.